Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, 1st diagonal coronary artery with a 2.5 x 18 mm rx multi-link 8 stent delivery system (sds). Reportedly, the sds was advanced to the lesion, met resistance with the anatomy and would not cross. Resistance was felt during removal of the sds from the anatomy and upon removal some of the struts of the stent implant were observed to be flared. A new unspecified sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.